Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was using cold insulin. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 272 mg/dl. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.